Event description:
Belimed technician here to "fix" a water leak. Technician worked on door seal and now the unit is leaking due to a new problem that was created where the unit doors do not properly close. FDA safety report ID# (B)(4).